Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 2:00-3:00 am, the patient reported receiving low glucose alerts from the cgm despite not experiencing symptoms consistent with hypoglycemia. The patient did not perform a fingerstick blood glucose (fsbg) measurement to verify the cgm readings and returned to sleep. Later that morning, at approximately 7:30 am, the patient came downstairs and sat in the living room for several minutes. Upon standing and walking toward the kitchen to get coffee, the patient experienced dizziness. He reported that he had not checked his cgm value at that time. Despite the dizziness, he continued walking and subsequently lost consciousness. The patient was unable to recall the events that occurred during the period of unconsciousness or estimate its duration. He regained consciousness when his wife found him and woke him, at which time he became aware that he had lost consciousness. Following the event, the patient checked his glucose levels. The cgm displayed a glucose value of 72 mg/dl, while an fsbg measurement was 98 mg/dl. The patient did not remove the sensor. He reported that he had not taken any medications that morning and had only consumed coffee, which he stated was part of his normal routine. The patient reported feeling better afterward and did not seek medical evaluation or require hospitalization. On (B)(6) 2026, the patient reported receiving another low glucose alert from the cgm. At that time, the cgm displayed a glucose value of 58 mg/dl. The patient denied experiencing symptoms of hypoglycemia and performed an fsbg measurement, which was 136 mg/dl. The patient reported that he had not calibrated the device because he was unaware of the calibration process. He was subsequently educated on calibration procedures for future instances of suspected inaccuracy. However, he elected not to calibrate the sensor at that time because the sensor had been in use for approximately 15 days and had only 2¿3 hours remaining before expiration. At the time of reporting, the patient stated that he was feeling well. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026 and (B)(6) 2026. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.